Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had dislodged into the superior vena cava (svc) region and was not functioning. It was noted that the patient experienced palpitations, dizziness and was suspected for twiddlers syndrome. A cardioversion was carried out. The rv lead was repositioned and subsequently explanted and replaced. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.